Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2017-04066. It was reported the patient had been experiencing an unspecified issue with their leads located in the sacral area. An impedance check revealed high impedance. In turn, one of the patient's (sacral) leads was explanted and replaced. Effective therapy was restored post-op. Note: both of the patient's (sacral) leads are being reported because it's unknown which lead was explanted and replaced.